Manufacturer narrative:
No sample has been returned for evaluation for the report of blunt; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A nurse reported that multiple knives were blunt during surgery. The surgery was completed. There was no patient harm.